Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that the capio carrier failed to fully retract after extending. The procedure was completed with another of the same device and there were no patient complications reported.